Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chambers are currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher and paykel healthcare (f&p) field representative, that two mr290v vented autofeed humidification chambers were leaking water during patient use. There was no reported patient consequence.

Event description:
A healthcare facility in texas reported via a fisher and paykel healthcare (f&p) field representative, that two mr290hfv vented autofeed humidification chambers were leaking water during patient use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Corrected data: section b5. Describe event or problem, section d4 model # and section d4 catalog #: updated to mr290hfv method: the complaint mr290hfv vented autofeed humidification chambers were received to fisher & paykel healthcare (f&p) in new zealand where they were visually inspected and analysed. Results: visual inspection of the returned mr290hfv chambers revealed the chamber dome in both chambers were cracked. The returned complaint mr290hfv vented autofeed humidification chambers were found to be highly contaminated, thus were not further analysed due to safety reasons. Conclusion: we were unable to determine what may have caused the reported failure mode at this stage. Every mr290hfv chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290hfv chambers would have met the required specification at the time of production. Our user instructions that accompany the mr290hfv vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient." - "use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure."